Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 cautery function failed . A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device was returned to the factory for evaluation. Signs of clinical use and evidence of blood were observed. The heater wire was observed to be in place. No visual defects were observed. A pre-cautery test was performed per the instruction for use (IFU) with a reference cable, adapter and reference power supply. The device did not turn on. The device failed the pre-cautery test; it did not produced visible steam and heat during ten (10) 3-second activations. The device was unable to be tested for the safety shut down system as the device would not power on. The toggle switch was opened and the contents were observed. To test the electrical integrity of the jaw assembly, the jaws of the device had to be disassembled. The shrink tubing was fully removed from the hemopro2 shaft tip and a visual inspection determined that the shaft pin was aligned equally. The shaft pin was removed to inspect the integrity of the wiring. The insulation/wiring was intact with no defects. There was dried blood observed on the inside contents of the jaw. With the handle removed, a pre-cautery test was performed per the instruction for use (IFU) with a reference cable, adapter and reference power supply. The device passed the pre-cautery test; it did produce visible steam and heat during ten (10) 3-second activations. Based on the results of the evaluation, the reported complaint is confirmed for the reported failure mode "failure to deliver energy".

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 cautery function failed. A replacement device was used to complete the procedure. The hospital did not report any patient effects.